Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed "defib pad short". Complainant indicated that there was no patient involvement in the reported malfunction.